Manufacturer narrative:
At the completion of the investigation the clinical evaluation was able to confirm the reported event. There were no patient medical records and limited patient images available for review. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. Limited patient records were available and the device was not returned for evaluation. Potential contributing factors to the reported event include; off label use, hyper-dilation of the cuff, and patient anatomy.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and two suprarenal aortic extensions on (B)(6) 2014. Upon follow up the physician identified a component separation between the proximal extensions. The physician elected to implant an additional infrarenal and suprarenal aortic extension to resolve the issue. The patient is in stable condition.